Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the minicap transfer set and homechoice cassette. This occurred during use of peritoneal dialysis therapy. The event was further described as the leak was "coming from the connection of the set." There was no patient injury or medical intervention associated with this event. No additional information is available.